Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, self test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms and unexpected error message noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to press more than once and unexplained no delivery alarm. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump had error code in past four year. The insulin pump will not be returned for analysis.